Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had a air bubble anomaly. Customer's blood glucose level was high of 300 mg/dl. Customer declined to troubleshooting for high blood glucose. Approximate size of air bubbles was larger than champagne or soda bubbles. Customer changed out more frequently reservoir and infusion set due to air bubble anomaly. Device will not be returned for analysis.